Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Customer reported problem with biomed error test was verified by power up test as device displayed acu (automatic changeover unit) watchdog failure and primary audible alarm post alarm. The problem is caused by defective interconnect pcb (printed circuit board) and speaker. Therefore, the interconnect pcb and speaker were replaced. Calibration and motor drive test performed. Device passed all testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that a biomed error occurred during the pre-test. There was no patient involvement, and no patient harm/adverse event reported.